Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was not sitting flat beneath the skin and was pointing out but there was no skin breakage. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was not sitting flat beneath the skin and was pointing out but there was no skin breakage. The patient will undergo a revision procedure.